Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the right coronary artery (rca). After placing a 6fr non-bsc guide extension catheter, a 3.50 x 12 synergy ii drug-eluting stent was advanced. However it was felt that the stent delivery system (sds) was tight to push upon advancement. It was then noted that the stent came off the balloon. The synergy stent was then removed and it was noted that stent had remained on the shaft and did not remain in the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent severely damaged with struts bunched and crushed towards the proximal end of the balloon. The stent moved proximally exposing most of the balloon wall. The damage may have occurred during attempts to push the device through the guide catheter. The balloon cones and balloon main body were reviewed and analysis suggests that the balloon had been subjected to positive pressure. The balloon wings were opened out from their folded positions and solidified media was visible inside the balloon chamber. Crimp markings evident on the balloon wall were not as prominent due to the balloon previously receiving positive pressure or manipulation. An inflated balloon tends to reduce the pillowing effect caused during the stent crimping process. The bumper tip of the device showed no signs of damage. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and mid-shaft section of the shaft polymer extrusion profile found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that stent dislodged and remained on the delivery catheter. The target lesion was located in the right coronary artery (rca). After placing a 6fr non-bsc guide extension catheter, a 3.50 x 12 synergy ii drug-eluting stent was advanced. However it was felt that the stent delivery system (sds) was tight to push upon advancement. It was then noted that the stent came off the balloon. The synergy stent was then removed and it was noted that stent had remained on the shaft and did not remain in the patient. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was fine.